Manufacturer narrative:
The field service engineer replaced the ise unit assembly. The investigation determined the service actions resolved the issue. As the qc recovery was not within the customer¿s established ranges, there was an indication of a performance issue with the reagent or instrument.

Event description:
There was an allegation of questionable ise indirect gen results from the cobas pro ise analytical unit. The questionable results were reported outside of the laboratory and were questioned by the physician. The samples were repeated on (B)(6) 2022 and 27 corrected reports were issued. The following generalized examples were provided: the sodium initial would be around 150 mmol/l and the repeat result would be around 136 mmol/l. The repeat chloride result would be 7-8 mmol/l lower than the initial result. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation is ongoing.